Event description:
It was reported via repair work order that the brakes did not hold properly due to worn cam rods. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.